Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was being filled with fluorouracil and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between july 21-22, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the bladder has been ruptured. The device was examined for external and internal surfaces of the bladder and the rupture line including any surface defects on the stressmember. As a result, no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the issue was most likely due to inherent variation in the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.